Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2014, the patient woke up with a severe headache, and was admitted into the hospital that day. The patient was diagnosed with a large subdural bleed. The patient's inr was therapeutic between 2.0 and 2.5 on admission. Prior to the event, his inr was 3.0-4.0 due to peripheral vascular disease, since his original implant until (B)(6) 2014 when he developed a severe gi bleed. On (B)(6) 2014, neuro interventional radiology staff attempted to coil the bleed, but the patient experienced a massive bleeding event and expired on (B)(6) 2014. The patient¿s pump was reportedly running as expected on admission. There was no fall or other precipitating events that led up to this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. The pump was not returned for evaluation as it was not explanted. A specific cause for the reported bleeding and a correlation to the device could not be conclusively determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 3.5 months. The pump will not be returned to the manufacturer for evaluation as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.